Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 49(history pointers failed. The history pointers are corrupted), pump error 68(trace pointers are invalid), keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer will discontinue the use of the insulin pump. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. All buttons were tested for their functionality and all passed. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed pump error 49 alarm on the event date of 14-aug-2024 at 14:33:36.000 and 14:39:10.000. Pump alarmed pump error 68 alarms on the event date of 08/14/2024 at 14:33:36.000 and 14:39:10.000. No stuck button error alarms were noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, scratched case, pillowing keypad overlay, label damage, and stained keypad overlay. Pump error 49, pump error 68, and stuck button error alarm were not confirmed during testing. Moisture damage on the electronic assembly, motor, force sensor, and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.